Event description:
Baxter field service engineer reported a customer complaint concerning a colleague pump with low accuracy. The failure was observed during patient use. It was reported that no patient injury of medical intervention resulted from this incident.